Event description:
It was reported to philips that the heartstart xl defibrillator did not shock during a patient code. The device was able to shock the patient on the second attempt. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.